Event description:
The customer observed a falsely elevated alinity c total bilirubin result for one patient. The following data was provided: sample ID (B)(6) result was (B)(6) result on a poct abl 90 was (B)(6) mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Phone complete entry = +(B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c total bilirubin results, when compared to point-of-care-testing (poct), included a review of data and information provided by the customer, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Manufacturing documentation for the likely cause list number were reviewed and did not identify any issues. File samples were not tested, as file sample testing of the reagent would not address the customer question of correlation between methodologies. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency with the alinity c total bilirubin reagent, lot number 60494uq09, was identified.